Event description:
Customer reported images have a 1-3" black diameter appearing intermittently on left monitor. No pt injury was reported.

Manufacturer narrative:
The service rep checked and adjusted p.s. Voltages on workstation and c-arm and checked/moved interconnect and high voltage cables while fluoroing. He could not duplicate any errors. He reseated pcb's and connectors on c-arm/workstation and tested functionality of system. Could not duplicate original problem.